Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).